Event description:
Caller reported blood glucose results of 301 mg/dl on aviva system 1, 63 mg/dl on aviva system 2 within 10 minutes. Customer was able to self treat by eating some carbs and felt better shortly thereafter. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).